Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: february 4, 2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the simplicity device was visually inspected revealing a stress mark on the cartridge tip which was within specification for a used product. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge. The lens module, plunger rod, and handpiece were inspected, and no further issues were identified. The lens was visually inspected revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected, and damage was observed on the surface of the lens. The complaint issue "cosmetic issues" was not identified during product evaluation. The observed "lens damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the physician opened the preloaded intraocular lens (iol), a scratch was found on the lens. The iol was not used and the procedure was completed successfully with a replacement device. There was no patient contact with the device as the issue was prior to use. Account indicated that the operator identified a scratch on the lens during injector setup under the microscope. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: not applicable, as there was no patient contact with the device. Section d6a: implant date: not applicable, as there was no patient contact with the device. Section d6b: explant date: not applicable, as there was no patient contact with the device. Section e1: telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.